Manufacturer narrative:
Device investigations on the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely a chronical granular otitis externa with an infection in the implant area. The device explantation report form states that the skin over the implant housing was not intact prior to explantation and an extrusion of the conductive link was observed, which could be related to the reported medical condition and contributed by the magnet strength which was found to be too high. This is a combined initial and final report.

Event description:
The explanted device was received at headquarters. Additional information received state that an infection at the implant area was observed when the recipient visited the clinic after several years.